Event description:
It was reported that during implant, after the pocket was closed, low out of range hv lead impedance was observed. The ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.